Event description:
It was reported that the sheath exhibited air. During device withdrawal at the end of a pulse field ablation (pfa) procedure a faradrive sheath was used. Air was drawn out from the distal end of the clear shaft of the sheath when it was aspirated upon removing the farawave catheter. No replacement was needed as the issue occurred near the end of the procedure, which was completed successfully. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.